Event description:
On 08/18/2008 the pt reported that the up bottom of her infusion device stopped working consistently. She stated that she discovered this on the event date, after she bolused and her blood glucose elevated to over 200 mg/dl. Her normal blood glucose level is 80-140 mg/dl. She stated that the bolus had not been delivered. She has been bolusing via syringe. She stated that she will switch to her backup infusion device. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.